Event description:
During prep on the back table, the balloon catheter was flushed and introduced over an ev3 .014" guidewire. They felt a little roughness as the balloon was introduced over the guidewire, and it was found that the distal tip of the balloon had separated from the balloon catheter. The tip and catheter were removed manually off the guidewire, and another unk balloon was used for the procedure. The product never entered the pt. The product is available for eval and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days or receipt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable mfg quality plan as well.